Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased over the past year. Non-invasive programmed stimulation (nips) testing was performed and the shock impedance was around 100 ohms. There were no programming changes made, and the physician will continue to monitor. This ICD and rv lead remain in service. No additional adverse patient effects were reported.